Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the lead had migrated or dislodged and a revision occurred. There were no traumas or falls reported related to the issue. The patient had stimulation in the wrong location. The change in therapy or symptoms was considered sudden. The patient reported that they had a stimulator pocket issue as it was too close to the surface and caused pressure and anything that touched the area caused pain since she was implanted. After the device was revised deeper the patient stated she got the reposition screen and had difficulty recharging. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.